Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient experienced low blood pressure and episodes of noise and oversensing on this rv lead and the ra lead. The device was reprogrammed and the patient was monitored. The patient was seen in clinic for dizziness. X ray revealed a tight bend of the leads in the pocket. The leads were explanted and replaced. No additional adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 12.5 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 17 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, deformations of the inner coil close to the is-1 connector pin were found. Thus, the mechanical analysis of the fixation mechanism was not properly feasible. Further investigations indicated that these damages were caused by overrotation of the inner coil. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.